Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and additional facility device reprocessing information was not reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction and to provide additional information based on the device evaluation. Patient identifier: (B)(6). Please see updates to g3, h4 and h10. Correction to g3 of the initial medwatch. The aware date should be 19-sept-2023. The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The air water cylinder was defective. Additionally, the evaluation found that the bending section cover (a-rubber) adhesive was worn. The auxiliary tube (j-tube) had remaining foreign material from previous procedures, likely from insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the air/water system on the evis exera iii colonovideoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign material exiting the air/water cylinder, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.